Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that reservoir could not fill. It was reported that after reservoir was changed, infusion set could not fill. Caller states that insulin pump did not alarm for no delivery. Customer's blood glucose was 160 mg/dl. Caller was not able to troubleshoot as issue was resolved with a reservoir change. Caller was advised that reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no reservoirs were noted.